Manufacturer narrative:
Block a1: meshc-20211008-7e27af90. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2003. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; difficulties with bowel motions; recurrent incontinence; aggravated incontinence nonsurgical treatments: the patient was treated with pain medication. On (B)(6) 2003 the patient commenced incontinence medication: oxybutynin 5mg for purpose: resist /delay the urge to urinate. Treatment duration: 18 years. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): pelvic floor exercise advice/training for purpose: strengthen pelvic floor. Treatment length: 8 weeks. On (B)(6) 2018 the patient commenced incontinence medication: oxytrol 36 patch.3.9 mg a day for purpose: treat urge/stress incontinence. Treatment duration: 3 years. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): ovestin vaginal cream for purpose: to improve quality of vaginal tissues etc. Treatment duration: 2+ years. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): pelvic floor exercises and training for purpose: strengthen pelvic floor. Treatment duration: 2. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): insert pelvic ring for purpose: to help treat multiple organ prolapse. Treatment length: 8 months. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training): re-insertion of pelvic ring for purpose: to help treat multiple organ prolapse. Treatment length: 4 months (ongoing). The patient was treated with physiotherapy treatment (including pelvic floor exercises or training): urodynamics test for purpose: to assess bladder performance. Treatment length: 2 hours.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2003. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; diff bowel; rec incont; aggrav incont. Nonsurgical treatments: the patient was treated with pain medication. On (B)(6) 2003 the patient commenced incontinence medication: oxybutynin 5mg for the treatment of: resist /delay the urge to urinate. Treatment duration: 18 years. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. Treatment duration: 8 weeks. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): ovestin vaginal cream for the treatment of: to improve quality of vaginal tissues etc. Treatment duration: 2+ years. On (B)(6) 2018 the patient commenced incontinence medication: oxytrol 36 patch, 3.9 mg a day for the treatment of: treat urge/stress incontinence. Treatment duration: 3 years. On (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. Treatment duration: 2. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help treat multiple organ prolapse. Treatment duration: 4 months. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help treat multiple organ prolapse. Treatment duration: 8 months. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assess bladder performance. Treatment duration: 2 hours.